Event description:
The physician implanted a complete se iliac peripheral bare metal stent. As the physician withdrew the shaft, it became stuck with the non-medtronic sheath. Physician checked the wire and balloon used before and found normal and also thought that the sheath was normal. The physician then cut the outsider layer of the sheath with a scalpel and pulled the shaft out. Changed to another sheath to complete the surgery. No clinical sequelae reported. Evaluation summary: the catheter handle was slightly bent. One side of the threaded handle section was broken. The retractable sheath was pinched and flattened for 18.4cm proximal to the tip. The distal section was bunched. The distal tip was not visible distal to the tip of the retractable sheath. The retractable sheath was cut back to inspect for the detachment site. Approximately 5.1cm of the inner member and the distal tip had detached. The inner member material was jagged and partial oval at the detachment site.

Manufacturer narrative:
Evaluation results and conclusion: root cause was most likely procedural related. (B)(4).